Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the ok button was over responsive to user presses. It was noted that the keypad was damaged and the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: during investigation, the keypad cover was found to be lifted at the ok button. The ok button was intermittently responsive to user presses. The keypad cover as removed and there ok button contact was found to be inverted. The pump was opened to inspect the keypad flex. It was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the audio bolus button cover was found to be damaged. But still responsive to user presses. Additionally, the battery compartment was found to be cracked.